Event description:
The following has been reported: biomed reported: red service alarm logs will be attached. No patient harm. Stopped an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.